Event description:
The doctor reported the implant was removed due to loss of osseointegration, 2 years and 1 month after implant placement. X-ray was provided. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. Bone resorption was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.